Manufacturer narrative:
Based on the overall information currently available for this report, a possible contributing or causal role of the jada system to the need for additional treatments (uterine massage and pitocin) to preclude permanent body damage/impairment cannot be excluded. This report will be amended as appropriate if additional information is received. Per the jada system IFU "" signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding."" However, out of an abundance of caution, the company will report this case as a serious injury MDR.

Event description:
Alydia health received a completed jada experience survey form that reported jada did not stop the postpartum hemorrhage (pph) and noted, "fundal massages and pitocin bleeding was stable. No blood was suctioned from uterus" in the area on the survey designated for feedback when 'jada did not stop bleeding'. The event date for this survey was noted as (B)(6) 2022, and the survey was received by alydia health on february 2, 2022. This site reports they discarded the device and do not know the lot number for the jada used in this case. This patient is described as having pph with a prior pregnancy. Her pph started within one hour after an augmented vaginal delivery. The patient's blood loss prior to jada use was reported as 300 ml. The jada was placed immediately following delivery and fundal massage and pitocin were utilized. There was 0 ml of blood evacuated with jada. No other interventions were reported. The information provided for this event was received from the survey and is very limited in detail. Follow up request made for further information on february 2, 2022, to date no additional information has been provided for this case. Therefor there is no further information on the timing or use of jada for this event at this time.